Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I attended an attune revision knee surgery today at (B)(6) hospital. Unfortunately a drill pin broke during fixation of a sz 4 le / fe block. This welded into place and cannot be removed. Instruments disposed of locally. No x-rays available. No additional time added to the case. Patient was unaffected. All implant stickers in the pics. Too many to list separately.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device was not returned to depuy synthes for evaluation, however photos were provided for review. Review of the provided photos reveled the attune solo pinning system as broken, a fragment of the fixation pin was found seized inside the orifice of the attune revision fe guide sz 4. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.